Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables, wall adapters and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. The customer¿s blood glucose level was 600 (mg/dl) at the time of the report. The contact stated the elevated bg was due to the customer being disconnected from the pump while attempting troubleshoot the reported charging issue. A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.